Event description:
It was reported by the customer that the device's audio volume was very low. The reported problem was found during device testing. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.